Manufacturer narrative:
Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion and catheter body broken; damage to transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: product ID: 8780, (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8780, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 54 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient began noticing the pump was mobile around the end of (B)(6) 2018. Around late (B)(6) 2018, she lost response to the titration of the medication. The patient went in for her first pump refill in (B)(6) 2019 and the doctor could not access the fill port. An x-ray was done. The pump was flipped, and the patient was referred for repositioning of the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2019 when the pump pocket was opened, it was noted that the pump had flipped so many times that it broke the catheter at the pump connection. The hcp noted that fortunately, her dose had not been increased so they guessed that the patient probably did not develop withdrawal. They did not know the exact time when the final catheter breakdown happened. The pump segment of the catheter was revised. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. It was noted that the pump was not refilled during the revision procedure as the pump reservoir had over 20 ml of the old medication. They planned to refill the pump in mid- (B)(6) 2019 with new medication. No further complications were reported/anticipated.